Manufacturer narrative:
The manufacturer is reporting in a conservative manner as limited information is known to date, no data has been received of implant date etc, we are currently in the process of contacting the site to gain further information on this event.

Event description:
The manufacturer was notified from patient tracking on (B)(6) 2017 of a perceval size 23 mm that was 'disposed'. No further information is known to date.

Manufacturer narrative:
Device not returned to manufacturer.

Event description:
On (B)(6) 2017 during a procedure there was difficulty in collapsing a perceval size 23mm a53743 as the stent was crossing on itself and couldn't get sheath over cage, this was noted as a user error as the device was not properly loaded by the surgical nurse. The device was then disposed of and a new size 23mm perceval serial no. (B)(4) was then collapsed and implanted. Less than 20 minutes of added xclamp time to the procedure for failure to collapse the first perceval device. The patient outcome is good.